Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. The power management (pm) printed circuit board assembly (pcba) was returned for which the customer was given the option of a part replacement or part credit. The pm pcba was seated and upon power on, the device displayed error code 1007 machine and proximal pressure sensors failed message. It was concluded that the pm pcba was defective. There was no patient involvement at the time the issue was discovered. Philips is unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.